Event description:
During laparoscopically assisted vaginal hysterectomy, severe endometriosis was encountered. Physician had to convert to open surgery. The physician failed to remove the vaginal fornices delineator used in the laparoscopic assisted vaginal hysterectomy procedure. Pt returned to hosp on a later date claiming discomfort and delineator was removed from vaginal canal.